Event description:
During an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, after inserting the farawave catheter into the faradrive sheath, air had been repeatedly released when air was drawn. The air was noted in the flush port of the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device has been received at boston scientific post market laboratory,

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
During an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, after inserting the farawave catheter into the faradrive sheath, air had been repeatedly released when air was drawn. The air was noted in the flush port of the sheath. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.